Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Photos were provided that all showed the same view. The lens was held by forceps over the patient¿s eye. There appeared to be solution on the lens. One haptic was bent distal area. There was an area on the optic edge that also appeared to be damaged. This may be the reported ¿white¿ area. Due to the clarity of the photo this cannot be confirmed. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Based on review of the provided photos the lens appeared to be damaged. The lens was held by forceps and appeared to have solution on it. Due to the pictured condition and the presence of surgical solution, we are unable to verify that the damage was present when opened. The file will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, before loading the lens into cartridge, the physician noticed that the haptic was asymmetric and one side of the lens looked white. Hence the lens was not implanted. Additional information was received stating that there was no patient contact. No patient impact was reported.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The lens was returned for evaluation. Solution is dried on the lens. One haptic is bent in the distal area. Scrape marks are observed on the posterior surface of the optic. Marks are observed on the optic that are similar to those left by a surgical instrument used to grasp the lens. Crush damage is observed on the edge of the optic. The returned lens matches the provided photo(s). A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Bent haptic damage was observed. The observed optic damage could be interpreted as the reported whitish area. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met comapny¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The instructions for use (IFU) instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 mm optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps the trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The manufacturer internal reference number is: (B)(4).